Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a transmitter battery issue occurred. On 05/06/2025, it was reported that the patient¿s transmitter was displaying a ¿pair new transmitter¿ error message. Due to the transmitter malfunction, the patient became acutely ill, exhibiting symptoms such as dizziness, confusion, nausea, and elevated blood glucose levels (no value provided). The patient was treated with humalog and lantus insulin. They contacted emergency services. An ambulance arrived shortly after, but the reporter is unaware of the specific interventions provided by the emts during transport to the hospital. At the emergency department, the patient was treated with IV insulin. A fingerstick test was conducted at the hospital showed a blood glucose level of 541 mg/dl, while the dexcom device continued to display the ¿pair new transmitter¿ error. The patient was admitted to the hospital and remained there for six days, from (B)(6) 2025. The patient was discharged in stable condition and was doing well at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and passed. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).